Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Infusion set was changed; alarm resolved. Blood glucose was 300-400 mg/dl. Cause was not known. Pump supplies were changed and a correction bolus was delivered. Current bg was 198 mg/dl. Pump system check was performed and air gap was observed in the tubing. Tandem technical support advised customer to remove air. Customer also reported an inaccurate fill estimate. Customer reloaded cartridge and fill estimate was accurate.